Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/10/2020. A manufacturing record evaluation was performed for the finished device lot ld7bptn, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an opened box with unopened samples of product code v570g, lot ld7bptn. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. During use, the suture breakage occurred. There were no patient consequences reported.